Manufacturer narrative:
Concomitant medical products: product ID: 8731, lot# serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal prialt 25 mcg/ml in minimum rate mode via an implanted pump for non-malignant pain and rsd/causalgia-complex regional pain syndrome. The patient was having elective back surgery on the date of this report and the surgeon called the reporter because the catheter had migrated out of the intrathecal (it) space. The surgeon was not sure if he accidentally pulled the catheter out of the it space or there was an issue prior to this surgery. The surgeon replaced the catheter and post-surgery the patient told him she was having the pump and catheter explanted. The surgeon was unaware of this prior to surgery. Patient symptoms were not reported. The event date was asked and unknown as the surgeon was unsure if there was a pre-existing catheter issue or he displaced the catheter from the it space. No further complications were reported/anticipated or expected.